Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there is no ac power. The unit only operates on battery. There was no patient involvement at the time the issue was discovered. The device was being used to create a treatment plan for respiratory assistance. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Message pulls up 1 hour runtime, running on battery only. None of the indicators turn on when plugged into ac power. There is no ac, and the battery does not charge. A new power cord was tried, but it did not solve the issue. Good ac power was going into the unit, but the device shows ac is not connected via ac icon. The rse provided the part number for a power supply. Per a good faith effort (gfe) response received, it was confirmed that the power supply was replaced, and the issue was corrected. The electrical analyzer test equipment was used to complete an electrical safety inspection after the power supply and the ac power cord were replaced. The device passed the required performance verification tests per philips standards and was returned to service.